Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and name last name are not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant at tooth site # 30 was removed due implant fracture. Socket was grafted. Symptoms as a result of the event: inflammation.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. H10: additional narratives/data: zimvie received one implant for evaluation. Visual evaluation was performed, the implant had signs of use and was fractured at the collar region. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician placed an implant in a patient with patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.